Manufacturer narrative:
The 8mm large suturecut needle driver instrument is a training instrument and was used in a training session.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that customer reported the 8 mm large suture cut needle driver instrument had a broken wire. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with any other instruments. There were issues related to the opening/closing of the grips. There were no issues related to the left/right motion. There were issues related to the up/down motion. There were no visible cables protruding from the distal end of the instrument. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end.